Manufacturer narrative:
(B)(4)

Event description:
The customer discovered questionable high elecsys troponin t stat assay results had been generated for patient samples after the results were question by the ER and error messages were received for qc material. The customer repeated all samples tested for troponin t during the previous shift and found discrepant results for approximately 15 patient samples. Of the data provided, only the results for 14 patient samples were discrepant. All of the initial results were reported outside of the laboratory. The customer stated three patients may have been detained in the ER for observation, but she was not aware of any of them being admitted. There was no allegation of an adverse event. The reagent lot number was 27349701 with an expiration date of 31-oct-2018. The customer found there was a leak from syringe area. The field service representative determined there was a fluidic failure and a broken pinch valve tubing. He replaced all pinch valve tubing, cleaned the pinch valves, primed the system, and checked for leaks. He ran performance testing and precision testing and verified all setting were within specifications. The customer ran controls and verified results.